Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving clonidine at a dose of 90.16 mcg/day, bupivacaine at a dose of 3.606 mg/day, and morphine at a dose of 9.016 mg/day via an implantable pump for non-malignant pain. The concentrations of the above reported medications were unknown. It was reported on (B)(6) 2017 that the patient moved two to three weeks ago and was due for a refill last week on (B)(6) 2016. It was noted that the patient¿s personal therapy manager (ptm) showed this date ((B)(6) 2016) was when the patient was due for a refill on the ptm screen. It was indicated that the patient was out of medication in the pump and couldn¿t find any healthcare professional (hcps) to take his cares over. It was noted the patient wasn¿t hearing any alarming and did not know where the ptm was. On (B)(6) 2017 the patient¿s pain returned. Physician listings were requested.